Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records reviewed by a health care professional. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101000-femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 standard offset-63083443. 00630505036-liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells-63058313. 00620005222-shell porous with cluster holes 52 mm o.d. -63021889. 00625006530- bone screw self-tapping 6.5 mm dia. 30 mm length- 63154327. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00359. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right hip revision approximately 5 years post implantation due to pain. During the revision a cloudy think synovial fluid was encountered, corrosion at the trunnion, and necrotic and/or infected soft tissue removed. The head and stem were exchanged, the acetabulum components were removed and antibiotic cement spacers were placed. Attempts have been made and additional information on the reported event is unavailable at this time.